Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device failed during use. No injury has been reported.

Manufacturer narrative:
The affected device was available for investigation at the manufacturer¿s medical device repair center. The analysis of the logbook showed that the ventilation unit v500 restarted at 15:03 on (B)(6) 2018 and then automatically continued the ventilation. However, there is no direct indication of the root cause. In the hardware analysis the restart could not be reproduced. Apart from a malfunction of the rotary knob of the c500 cockpit, which is not related to the reported event, no deviation could be detected. A subsequent full function test according to the manufacturer's specification was passed without deviation. Accordingly, no root cause could be found. The device has detected the internal deviation as specified and initiated a reboot to fix the problem. During a restart of the ventilation unit, the safety valve automatically opens against the environment and thus allows the patient to spontaneously breathe. The device has generated an alarm as specified to alert the user to the malfunction.

Event description:
Please refer to the initial report.